Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 325 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The pump supplies were changed. As the event had occurred in the past and the pump supplies were changed, tandem technical support was unable to perform a system check to determine a possible cause of the event.